Event description:
Allegedly doctor stated concern over high metal count and metallosis.

Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete. The event code is addressed in the package insert. This is the same event as 1043534-2014-00044, 00045, 00046.